Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned, the pump will be evaluated and a supplemental report will be filed. Settings and delivery history were reviewed with the patient's mother and confirmed as accurate. No conclusions can be made at this time.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.